Event description:
On (B)(6) 2012, the patient claimed that the animas pump has intermittent power issue for the past month. Each time the subject pump lost power, the pump went to the verify screen and reverted back to the default date and time. On the morning of (B)(6) 2012, the patient had elevated blood glucose of 500 mg/dl after the subject pump lost power. There were no symptoms at the time of concern. Reportedly, she was able to correct her blood glucose to 205 mg/dl. There was no evidence of product misuse. The issue was not resolved with troubleshooting. This complaint is being reported due to the power issue and because the patient had elevated blood glucose of 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed one power on reset recorded in the black box on (B)(4) 2012. The battery cap was not returned with the pump for investigation. A new test cap was able to be secured to the pump properly for testing. The pump was exercised for 24 hours without power loss or rebooting occurring. The pump was exercised for 29 hours for flow testing with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump cover was removed and did not reveal any evidence of moisture or damage to the pump's interior. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.